Manufacturer narrative:
Additional information received on june 22, 2021 indicated that the patient underwent replacement with allergan device on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient had open capsulectomy on the left side. The bilateral replacements as follow: a 750cc extra full profile implant on the right. A 700cc extra full profile implant on the left. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on july 16, 2021. Device evaluation completed on july 22, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 600cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2021 additional information received indicated that the patient had an explant on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 600cc mentor memorygel breast implant experienced left sided baker¿s grade IV capsular contracture post procedure. The capsular contracture was diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.